Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the protective caps were missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the protective caps was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specifications due to the missing protective cap which contributed to the event. The available information does not indicate if upon the event occurrence the device was or was not being used for patient treatment or diagnosis. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the missing caps is low. A root cause was analyzed by subject matter expert at manufacturing site. Unfortunately, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes . In case of new relevant information, the case will be reconsidered. We believe the related devices are performing correctly in the market. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 catalog # and d4 serial # fields deems required. This is based on the internal evaluation. Previous d4 catalog #: ard569420710c. Corrected d4 catalog #: ard568333999/ard568350910. Previous d4 serial #: (b)(46)/(B)(6). Corrected d4 serial #: (B)(6)/(B)(6).

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 5th december 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the dust cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 6th december, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the protective caps was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 5th december 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the dust cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specifications due to the missing dust cover which contributed to the event. The available information does not indicate if upon the event occurrence the device was or was not being used for patient treatment or diagnosis. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the missing covers from a spring arm is moderate. According to the subject matter expert at the manufacturing site, the incident is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use (IFU 015181 en 09 pages 27-29). Additionally, users are requested to pay attention to cracks in plastic parts (IFU 015181 en 09 pages 20-22). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.